Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during initial drain of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that the homechoice cassette was leaking. It was observed that there was a hole in the line of the cassette. Renal therapy services advised the patient to contact their nurse regarding the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11: h11: the device was received for evaluation. Visual inspection was performed and an off set tack weld was observed. Leak testing was performed and a leak was observed from the patient line tubing located at the tack weld. The reported condition was verified. The cause of the leak was determined to be a manufacturing related issue that occurred during the rf (radio frequency) welding process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.